Event description:
It was reported that the device went into backup vvi mode after device upgrade. Device download was performed successfully and normal interrogation was noted. Patient had no issues during the upgrade and device reprogramming.